Event description:
It was reported that the patient was in critical condition and was in the ICU. The health care provider was having trouble regulating the patient's blood pressure. The health care provider who reported the event was requesting that the patient's pump be temporarily stopped. The patient's current device was not device related. The drug used in the pump at the time of the event was hydromorphone. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).